Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted system controller log files captured power appearing to mildly fluctuate between 5.2 and 7.0 w. Estimated flow also appeared to mildly fluctuate between 4.5 and 8.0 lpm. Despite the variable power and flow, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The heartmate ii lvas IFU outlines all pump parameters, and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, this IFU provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient is stable but aortic valve opening every beat. The patient is currently being anti-coagulated with bivalirudin. In addition, an attempt to gain better blood pressure control along with diuresing the patient is trying to be achieved. The patient is currently stable but the vad team is not sure if the patient will need a vad replacement.